Event description:
Reportable based on device analysis completed on 16may2024. It was reported that a liquid inside the pump occurred. The target lesion was located in the left lower limb vein. A zelantedvt clothunter was selected for thrombectomy procedure. The priming and power pulse mode were normal, but during the thrombectomy mode the system stopped working and alerted 'please check the saline pipeline, the saline was filled, please reset the system' error. Upon checking, it was noted that there was liquid inside the air sac of the pump. It was determined that the catheter could no longer be used, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable. However, returned device analysis revealed a hypotube separation.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: the device was returned for analysis. Inspection of the device revealed multiple shaft kinks and a hypotube separation. An under-pressure alarm was observed during functional testing. The complaint was confirmed for under-pressure issues related to a hypotube separation.